Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) noted the customer ran a system check prior to arrival and the system check failed the washed and unwashed portions. The fse replaced aspirate probes, peri-pump tubing, duckbill, sample probe, wash tower and lubricated gantries. The fse verified voltages and alignments. The fse verified ultrasonic adjustments. After the repairs were complete, the fse ran a passing system check. The customer performed a passing ten (10) replicate precision run using level one (1) quality control material. In conclusion, although no one part can be implicated as the sole contributor, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction.

Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) results for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4) ). The customer repeat tested the sample on the same unicel dxi 800 access immunoassay system and obtained a lower result, within the normal reference range of the assay. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) for level two (2) was outside the laboratory's established range after the reported event. The customer obtained a failing system check after the reported event. The patient samples were collected in sodium heparin plasma tubes without gel. The sample was centrifuged at 4500 revolutions per minute (rpm) for three (3) minutes. There were no sample integrity issues noted.